Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recorded atrial tachycardia/atrial fibrillation (at/af) episodes had fallen below the detection rate, however the device was not terminating the episode as an arrhythmia at the end of the electrograms. No further information is currently available. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.